Event description:
It was reported that the pump's charge did not last long and died quickly, and the pump cartridge never displayed above 75 units despite being fully filled, resulting in recurring malfunctions. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support, and no further information regarding the outcome was provided.